Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration. Revision surgery is scheduled; however it is unknown if this surgery has occurred as of the date of this report.